Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found sodium reference reading at -5300 and ise cup not draining properly. The fse determined multiple hardware malfunctioned. The fse replaced the carbon bridge, electrode injection cup (eic) valve assembly and eic cup assembly bottom section to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section h6- component code 4756 is for carbon bridge. The beckman coulter identifier is case (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results due to low anion gaps (agaps) generated on their unicel dxc 600i synchron access clinical system. The customer indicated the samples were repeated on the backup analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.